Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the door for the air detector is lose so when they run the tubing, they are getting the alarm. The event occurred during set up. There was no patient involvement or harm.

Manufacturer narrative:
H3 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.